Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-59789.

Event description:
Customer reported he was hospitalized due to high blood glucose level. Customer's blood glucose at time of admission was 20 mg/dl. Customer then stated he had extreme low and was admitted. Customer could not elaborate on event due to both customer and his spouse had hearing and memory problems. Customer stated they were giving insulin before leaving hospital. Customer stated he was off the insulin pump 10 to 15 min prior to being admitted. Customer was able to bolus on the insulin pump. No further information reported.